Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient's implantable neurostimulator (ins) displayed an eos / eol message. The patient was scheduled for a replacement surgery for device replacement due to normal battery depletion. Left lead shows >10,000 ohms, unknown how long it has been this way, but lead was not currently using lead. Patient was receiving adequate coverage from right lead. It was noted they wanted to know if high impedance would affect longevity of new system. The caller was informed that since the left lead was not being used, the impedance issue would not affect the battery. It was noted current program was; 9-10-11+ 360pw/40hz/3.5v. It was reported, the patient had ins replaced and the lead with the out of range impedances was left in. Imaging showed lead in correct location, no cause of impedance issue was determined. Patient was reported to be receiving good stimulation off of one lead.